Event description:
It was reported that the bd safety-lok needle pulled out of hub. The following information was provided by the initial reporter: "23 g x 1 in needle malfunction on 4-5 different occasions. The needle detaches from the hub."

Manufacturer narrative:
D.4. Other lot number includes 3206625 . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
Pr 9050744 ¿ follow up MDR for device evaluation it was reported the needle detaches from the hub. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield connected to a syringe. The safety mechanism has been activated and the needle is missing. No other defects or imperfections were observed. A device history record review was completed for provided material number 305902, lots 3206625 and 3152813. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots 3206625 and 3152813 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of these batches. There was no documentation for this type of defect during the entire production run of these batches. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative